Event description:
It was reported that bd connecta plus3 10cm white separated the connection hub of bd connecta was disconnected (between three-way and its extension tube) when radiologist injected the contrast media into patient's vein. This bd connecta was connected to the injector with flow rate about 2ml/second.

Manufacturer narrative:
Our quality engineer inspected the 1 photo and 1 video submitted for evaluation. The reported issue of separation other component ¿ leak was confirmed upon inspection of the samples. Analysis of the sample photo and video showed that the subassembly separated from the pvc. It is likely this defect is a result of our manufacturing process. However, since the sample was not returned, we are unable to determine the exact cause of the failure. A notification was sent to manufacturing personnel about the failure mode observed to prevent future failures. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.